Event description:
Additional information indicated the broken tubing was between the reservoir and the pump

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the pump. Testing revealed this to be a site of leakage. A group of striations was noted on the exhaust tube of cylinder 2 and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. Partial separations surrounded by abrasion were noted on both exhaust tubes of the pump and exhaust tube of cylinder 1. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted in the exhaust tube of cylinder 2 and inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Based on examination of the returned components, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress to separate the inlet tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a device malfunction was reported. Upon explant, it appeared that the tubing from the pump near the connectors had been broken.